Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however, there were images provided which shows that the carrier tube assembly and sheath were mated and in rear locking position. The anchor has released at the tip of the sheath. Based on the images provided, the complaint can be confirmed for a partial deployment pullout. The likely cause could be improper position of the sheath tip while setting the anchor. If the sheath tip was outside the arteriotomy, it is likely to pullout without resistance. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the procedure was a right lower limb angioplasty. Access was vias right common femoral artery downhill puncture. A 6fr access sheath was used. The angio-seal was deployed under ultrasound, and they noted the anchor looked a "strange" angle on ultrasound. The doctor did pull back prior to tampering and the whole device came out of the groin. The doctor moved straight to manual compression for twenty minutes and hemostasis was achieved. The doctor inspected the device when removed and observed the anchor was trapped in the modified sheath tip. Additional information was received on 27sept2023: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The estimated blood loss was minimal. The patient was stable.